Event description:
A surgeon reported two patients with myopic surprises following intraocular lens (iol) implant surgeries with lri (limbal relaxing incisions). Additional information has been requested. There are two medical device reports associated with these events. This report is for the first patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/15/2010, 09/20/2010, and 09/29/2010 by phone, fax, and mail. Medical records were received on (B)(4). A completed questionnaire has not been received. (B)(4).